Event description:
Patient was undergoing aortic valve replacement (avr) with tricuspid valve repair. Surgeon was cinching down aortic valve suture with cor-knot device on aortic valve when he said the suture tore. Surgeon cut the suture which contained a pledget and a small titanium corknot device. According to the scrub, only the pleget was returned to her. Surgeon searched inside the chest cavity and the aorta. X-ray taken at end of case. X-ray was negative for missing piece.